Manufacturer narrative:
(B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in device available for evaluation. Returned to manufacturer. The astato xs 40 guide wire was returned for evaluation. The returned guide wire had its coil unraveled at the mid solder located at 15mm from the tip. The unraveled coil was detached from the ball tip to expose the underneath core for approximately 5mm. Microscopic observation found that the coil fracture surface was flat, indicating torsional stress generated as the coil was unraveling had contributed to fracture of the coil. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed unraveling of the coil. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the cto. It was concluded that this event was not associated with product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ breakage of the guide wire.

Event description:
It was reported that an asahi astato xs 40 guide wire became trapped and therefore damaged during a percutaneous peripheral intervention to treat a heavily calcified, chronic total occlusion (otc) in the superficial femoral artery. A new guide wire was replaced to resume the procedure. Recanalization was successfully accomplished by plaint old balloon angioplasty.